Event description:
It was reported that while the clinical engineer in charge was carrying out a post-use inspection on the cardiosave intra-aortic balloon pump (iabp) it was confirmed that a green line was appearing on the display. There was no damage to patients.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field safety engineer (fse) was dispatched at site to evaluate the unit. Fse checked machine, he was able to duplicate the issue. Fse found display failure. The lcd was replaced, and the symptoms improved.

Event description:
N/a